Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the right ventricular (rv) lead. Diagnostic imaging was performed, which revealed a cardiac perforation of the rv septum by the rv lead. A lead revision procedure is anticipated to resolve the event, and the patient was stable and will continue to be monitored.